Event description:
It was reported that the patient's lead migrated. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, the lead was cut into two terminal end segment and stim end segment, no internal wires were found broken and both lead segments passed the continuity test. The cause of the reported event is unknown.